Event description:
The customer reported the system froze (locked up) during the first fluoro and would display a blank image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board. The system operates as intended.